Event description:
The clinician reports, the implant was inserted (B)(6) 2023 in ada 7. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023 non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event, the patient experienced: infection, pain, mobility, swelling, bleeding, increased sensitivity, hypersensitivity, abscess, fistula and inflammation. No further patient complications were reported.